Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that a defective patient board caused the reported issue, the cause of the defect could not be identified. The cause may be related to a change in the operational amplifier circuitry of the printed circuit board. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac attempted several trouble-shooting options including swapping out pigtails and reseating the cabling. However, all methods were ultimately unsuccessful. At that time, tac recommended returning the device for evaluation and possible repair. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A worn-out video connector latch was discovered as was a faulty printed circuit board. These faulty components were causing the reported failure mode. Additionally, the unit was still equipped with the old version main switch and software. The pip connector was also found corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when used with 180 series scopes. Reportedly, the 190 series scopes were functioning without issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.